Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced an event of on 04-feb-2025 where patient had multiple issues with skin around insertion site. Tissue around the skin turns white and firm. Patient changed medication and insertion site but continues to have white area in skin around the site. Eventually patient changed to using the old saf-t butterfly subcut device and no issues with white tissue around device. No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-00635), was submitted on 04-apr-2025. Upon completion of the investigation, the manufacturing date was updated as 13-mar-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006158, in question was manufactured at the osted site. Threshold analysis: a query was run on 17-sep-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6006158" . The count of complaints is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6006158 was manufactured according to the work instruction (wi) [79] appendix 1 batchcard for production of packaging room on 13-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.